Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing inhibition. A new rv lead was successfully implanted. No additional adverse patient effects were reported. The lead is not expected to be returned at this time. If the product is returned, analysis will be performed and this report would be updated at that time.